Event description:
Device malfunction: cuff miss. Time of malfunction: during procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved with either manual compression or a second device; specific info was not provided. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.